Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. A needle was found poking out of the package. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual sample was visually evaluated and revealed pin holes in overwrap. Holes were observed on the copolymer and on folder. The folder was opened and one needle/suture was found not secured correctly, resulting that the needle was rotated.